Manufacturer narrative:
(B)(4) handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the wire inside the handle was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the device had the handle cannula bent with the wire out of the handle in this section and the catheter kinked near the handle. The complaint as reported was not confirmed; the handle cannula was not detached. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the wire inside the handle was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.